Event description:
Boston scientific crm received info from a health care professional that the pt with this pacemaker appears to have lost ventricular capture. While the pt was in the clinic, she started to vomit so an ambulance was called to take her to the hospital. The ventricular pacing outputs were programmed to 2.0v and the pt's threshold measurements were at 1.9mv. The nurse was going to increase the packing outputs. It was also noted that cross chamber blanking was set at 120ms. Technical services (ts) discussed cross chamber blanking for atrial far field and recommended programming cross chamber blanking to 150ms. The device remains in service.